Event description:
It was reported that a patient was experiencing an increase in seizures (below baseline levels) and would be referred for generator revision surgery. Additional information received revealed that the seizures were also more severe than previously and diagnostics performed on the day of the report indicated normal device function. No end of service messages were received. The physician stated that he believes the device is at clinical end of service and should be replaced. There were no medication changes that preceded the onset of the event. The patient's generator was replaced and good faith attempts to obtain the explanted generator have been unsuccessful to date.